Event description:
It was reported that a non dependent patient presented to the clinic for a regular visit and noted to be symptom free. The implantable cardioverter defibrillator could not be interrogated. Multiple programmers were tried without success. The device was explanted and replaced on (B)(6) 2018. During replacement procedure, it was noted that the right ventricular (rv) pacing impedance was high out of range. The capture threshold was also high. The lead was capped and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Final analysis confirmed the event of no wireless communication. Testing of the device revealed the device was past end of service (eos) when received and exhibited high current. The device history record was reviewed. The rework associated with this serial number is unrelated to the high current. The cause of the no communication was found to be a result of premature depletion due to high current that was present in the hybrid. The cause of the high current was a u4 anomaly.